Manufacturer narrative:
Awaiting add'l info and potential product return. Method: the device history records (DHR) were reviewed. All mfg and quality assurance testing was carried out in accordance with applicable procedures. Results: the production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution. (B)(4).

Event description:
It was originally reported by the customer that an excel graft had to be explanted during a revision a/v shunt revision. We learned from (B)(6), the central supply coordinator, and dr. (B)(6), the office nurse, that an excel graft, upn number (B)(4), and batch 12939656, was originally implanted in the a/v position on (B)(6), 2011. A first de-clotting was attempted on (B)(6), 2011 by the international radiologist and apparently the ir had an issue with the sheath. The sheath reportedly broke and the pt was sent to the operating room to have a piece of the sheath removed and the graft repaired. This was completed successfully. Shortly after, the graft clotted again, and after multiple attempts to de-clot with a fogarty, the graft split (tore down the middle, not at the suture line) and had to be replaced.